Event description:
It was reported that, "tip of screwdriver broke off. Noticed while going through the set."

Manufacturer narrative:
Product not yet returned for analysis - investigation in process but not yet complete.